Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. (B)(4).

Event description:
Medtronic (covidien) received information that the tip of the ultraflow separated during navigation (probe) of an arteriovenous malformation (avm) located in the right external carotid artery, face cheek area. The guide wire was moved several times through the microcatheter. The user then noticed the distal tip of the microcatheter separated and remains in the patient. The segment of the catheter remaining in the patient is located in an area which can be embolized, therefore no problem was observed. The vessel was very elongated and very tortuous. The microcatheter's integrity was verified prior to use, there was no damage noted prior to use. Patient was reported to be doing fine and will be treated again in approximately 6 months. There was no patient injury or extension of operation.

Manufacturer narrative:
The catheter was returned for evaluation. The catheter's total length was measured to be approximately 149.5cm. Approximately 22.0cm of the catheter's distal end was found to be missing. The tubing material at the separated end exhibits stretching with a jagged edge and belled out. The appearance of the catheter separation is consistent with over-pressurization. The instruction for use (IFU) includes warnings/information regarding catheter over-pressurization. A warning in the IFU states: "infusion pressure with this device should not exceed 690 kpa (100 psi). Pressure in excess of 690 kpa (100 psi) may result in catheter rupture, possibly resulting in patient injury". Investigation is on-going and an update will be sent upon completion. (B)(4).